Event description:
It was reported that customer's display screen is worn with many scratches.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. (B)(4).